Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to poor hygiene, missed hand washing during continuous ambulatory pd exchange. The same day as event onset, the patient was hospitalized for the peritonitis. The patient was treated with meropenem (once a day, intraperitoneal, dose not reported, ongoing) for peritonitis. Fourteen days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. On an unreported date, pd therapy was discontinued, and the patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.